Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted that the jaws were fully open and protruding staples in the proximal end of the cartridge. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. The jaws completely closed when the loading unit was clamped. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of pre-fire that has no relationship to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left upper lung resection procedure, when the gun is tested, the nail can not be closed, and then the I-beam is forced to close before exiting, and the device was also difficult to unload. They then used another device to resolve the issue in order to complete the case. There was no patient injury.